Manufacturer narrative:
Results of third party testing of the brakes, in addition to the MFR's testing, as defined per iso 11199-2:2005 standard 'section 4.3 brake, will be sent as a f/u to this report. The unit was returned to the dealer and forwarded to gfhp for evaluation. Both the right and left brakes functioned as intended. No manufacturing defect was found. The weld at the left seat support tubing fractured as a result of the user falling into the left side of the unit. A (B)(6) backward pushing force on the unit handles, as the user was attempting to stand from a seated position, would prevent the effectiveness of the brake. The uneven weight distribution and the user's loss of balance are believed to have contributed to this adverse event. Conclusion: the improper use of the device according to the MFR's recommendations and best practices were the contributing factors to this incident.

Event description:
User's sister claims that her brother was in the kitchen sitting on his rjj405b rollator, as he went to stand up, the left hand brake failed to hold him causing him to lose his balance and fall into the rollator. User's sister stated above incident resulted in a left leg fracture and will require surgery.